Manufacturer narrative:
The following sections could not be completed with the limited information provided. Concomitant medical products: item name: nexgen precoat stemmed tibial lcck, item number: (B)(4), lot number: 61351058. Item name: nexgen lcck articular surface size yellow/ c d 10mm, item number: (B)(4), lot number: ni. Item name: palacos g + r bone cement, item number: ni, lot number: ni.

Event description:
It was reported the patient was revised due to fractured safety screw.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.